Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#tri ts femur sz3 right; cat#5512-f-302 ; lot#ixz7e. Device name#tri post augment sz3 10mm; cat#5544-a-300 ; lot#hdu7b. Device name#tri post augment sz3 10mm; cat#5544-a-300 ; lot#hdu7b. Device name#triathlon femoral distal augment 10mm - size 3 right; cat#5541-a-302 ; lot#hg34e. Device name#triathlon femoral distal augment 10mm - size 3 right; cat#5541-a-302 ; lot#ebi7y. Device name#triathlon cemented stem-15mm x 100mm; cat#5560-s-215 ; lot#1117516k. Device name#tri ts baseplate size 4; cat#5521-b-400 ; lot#hga7ia. Device name#tri cemented stem 12mmx100mm; cat#5560-s-212 ; lot#1119750e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3: device not returned to the manufacturer.

Event description:
I&d and poly swap for infection of a right knee.